Manufacturer narrative:
Method: device history evaluation: we investigated the device history file. We produced (B)(4) pieces. No rework or failure during production ist documented. Final inspection was done 100% for all products. The final inspection ist documented dated from 19. March 2015. After examination of the manufacturing documents at fault due to poor workmanship is completely excluded. Failure analysis: breaking of hose barb at the end of handle during the extraction of a nasal cavity. The strong deformation of the suction tube clearly indicates the dealing to mishandling, overloading or misuse that has caused this damage.

Event description:
Customer initially reports the baron suction tub 4 angled 3 fr broke at hub during use in surgery. On 8/18/16 customer reports device broke while suctioning nasal cavity, no harm done, no further information available.